Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen was shattered and delayed in responding to presses. Customer's blood glucose was not impacted. The customer would continue to use the pump for insulin therapy.